Manufacturer narrative:
Supplemental medwatch provided as investigation of the device returned identified it as a tsvt4b11 implant rather than a tsvtb13 as originally reported. Lot number is now unknown. Sections updated: b4: date of this report. G3: date additional information received/ item number updated. G6: type of report and follow up number. H2: follow up type. H3: device evaluated by manufacturer. H10: manufacturer's narrative. Sections correct: d1: brand name. D4: catalog number and lot number is unknown. H4: device manufacturing date is unknown.

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that the implant was unable to be placed due to a lack of primary stability. Tooth #30.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.